Event description:
The caregiver allegedly tried to use the lift to lift the consumer, without opening the base, causing the lift to tip over the consumer. This allegedly resulted in 30 stitches to the consumer's forehead.

Manufacturer narrative:
Device has been in use for 8 years and is no longer in warranty. Information indicates a potential transfer error. Unclear if proper maintenance has been performed on the lift prior to alleged incident. MDR filed based on serious injury claim.